Event description:
A plate,implanted in 2003,was noted as broken in july 2003. Plate was implanted for a clavicle fracture and was noted as broken through a screw hole lateral to the bone fracture. Plate was removed about five weeks later.